Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), confirmed driveline (dl) wire damage that could have contributed to the reported pump stops, low speed events, and associated alarms observed in the submitted log files. (B)(6) was returned assembled with the dl cut approximately 2.5" from the pump housing and approximately 35¿ of the distal portion of the dl was returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned connected to the pump¿s outlet port. No evidence of developed depositions or thrombus formations were observed throughout the system. The disassembled pumps bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump end portion of the dl measured approximately 2.5 inches. Upon removal of the pump end bend relief, it was observed that the underlying bionate layer as well as the metal braided shield were displaced from the pump housing. Further inspection revealed a breach to the insulation of the brown and red wires at the pump housing, exposing the inner conductors. Additionally, microscopic inspection of the red wire damage revealed partial conductor breakdown. The observed wire damage appeared to be the result of abrasion against the braided shield due to repetitive flexing. The remainder of the dl was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The distal portion of the dl measured approximately 35 inches. Electrical continuity testing of the returned portion of dl did not reveal any discontinuities or shorts. The dl layers were carefully removed, and microscopic inspection of the underlying wires found no insulation damage or wear. The dl was then submerged in a saline bath for high potential testing to check for current leakage through each wire's insulation. This test did not reveal any areas of current leakage. If the exposed conductors of the brown or red wires made direct contact with each other or simultaneous contact with the metal braided shield on while operating on 14 volt batteries, the resulting phase-to-phase short would have resulted in the pump stops and low speed events observed within the submitted log file. Furthermore, the partial inner conductor breakdown of the red wire could have caused the driveline fault alarms captured under MFR # 2916596-2022-14372. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii instructions for use (IFU) rev. C is currently available. Section 1, ¿introduction¿, contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 2, "system operations", describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. Section 7, "alarms and troubleshooting", outlines alarms and how to respond to them, including pump stops and low-speed events. Section 8, "equipment storage and care", describes "care of the driveline." The heartmate ii lvas patient handbook, rev. C is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller showed low speed advisory alarms leading up to a pump stop at 18:36 with multiple recurring episodes. The patient experienced loss of consciousness for a few seconds during the events. The patient was well and asymptomatic after. There were low flows with pump stops thereafter. Log files captured speed drops and pump stops on (B)(6) 2023 while the patient was using batteries. Follow up log files revealed more speed drops and pump stops on (B)(6) 2023. The patient had gained weight since implantation in 2017. X-rays of the percutaneous lead were taken that revealed some lead separation. The patient underwent a pump exchange.